Manufacturer narrative:
Based on the available evidence, the unintended downward bed movement was caused by the "down" button remaining stuck in the activated position due to mechanical impact. However, it is unknown under which circumstances the issue occurred, whether during transit from the facility or at the customer site. The arjo device failed to meet its specification, as unintended bed movement occurred. The device was not used for the patient treatment at the time of the incident. The complaint was assessed as reportable due to the allegation of unintended movement. No injury was sustained. No UDI information is available, the device was manufactured before UDI implementation.

Event description:
It was found at arjo service center that the bed lowered by itself. There was no patient involvement. No injury was claimed. It was checked that the right-body safety side had a defective button on the control panel. According to the photographic documentation attached to the complaint record, control panel was mechanically damaged. The attendant control panel was replaced, and the device began operating correctly. There was no customer allegation during the bed pick up, therefore it is unknown in which circumstances the damages occurred.